Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope presented with a broken head and a hole that was probably caused by a fine needle aspiration. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the acoustic lens had a chip and was peeling, along with missing parts that fell off the probe unit. This report is to capture the reportable malfunctions of peeling and chip on the acoustic lens, and the missing parts on the probe unit noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were discovered during the device evaluation: the up/down knob could not be locked securely due to wear of the forceps elevator; the switch had a cut; water tightness was lost due to the pinhole in the channel; damage was discovered on the ultrasonic probe; the number of missing elements exceeded the standard value; damage to the acoustic lens caused the displayed ultrasound image to be defective; the acoustic lens had a chip and a scratch; the adhesive around the objective lens was peeled; the adhesive around the light guide lens had wear; the distal sheath had a chip; the distal tube coating was peeling; the connecting tube coating was peeling; and the connecting tube was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to physical stress. The following information is stated in the instructions for use (IFU): ¿warnings and cautions caution do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.